Event description:
It is reported that a customer has physical damage in where the infusion set sits on their insulin pump. The patient's blood glucose level was 106 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: broken reservoir tube lip noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.